Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient went in to an office visit complaining of an open wound where the implantable pulse generator (ipg) was located after having a revision of the implant on (B)(6) 2017. After evaluating the patient, the system was removed on (B)(6) 2017 as a medical emergency to prevent the wound to open more and high risk for infection. It was noted that the event resulted in in-patient hospitalization, and was possibly related to the device or therapy and related to the implant procedure. The outcome of the event was noted to have been resolved without sequelae as of (B)(6) 2017. No further complications were reported/anticipated.